Event description:
Pt. Was being treated for a compression fracture of the t-7 vertebral body. The surgeon used lateral fluoroscopic imaging, but not anterior-posterior, during the procedure. The patient awoke post-op with paralysis of the lower extremities, and the surgeon performed a dural repair. A post-op CT scan reportedly showed that the trajectory of the initial guide pin, and allsurgical instruments subsequently entering the vertebral body, was medial to the ipsilateral pedicle and traversed the spinal canal. No foreign material was noted in the spinal canal. The patient has sustained a t-7 spinal cord lesion with loss of bilateral lower extremity motor function, but has regained bowel and bladder function.